Event description:
The hcp reported the pt had been experiencing an increase in pain and was requesting more pain medication. An MRI was done that demonstrated a large mass at t8/t9. The pt is being referred to a neurosurgeon to have the mass excised.